Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. From the IFU: driveline extension cable - used during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Wearing clean, dry gloves disconnect the driveline extension cable from the controller and the vad pump.

Event description:
It was reported from (B)(6) that the pump would not start after the extension cable was removed and the controller was connected. The perfusionist removed the extension cable and inserted the driveline cable into the controller, but the pump did not start as expected. The monitor showed values on the controller that alternated between 480 to 620 rpm and between 10-25 watts and above. An echocardiogram was performed by the cardiologist to check for thrombus formation, but, no thrombus was found. The company was called to help troubleshoot the situation. During troubleshooting, the primary and back-up controllers were used multiple times to try to restart the pump. An inspection of the driveline (dl) connector by the perfusionist showed a very small amount of contamination within the dl connector. After discussion, the company representative advised the perfusionist to perform a cleaning procedure with alcohol (as nothing else was available). The controller connectors were cleaned and the primary and back-up controllers were used again to try and restart the pump multiple times. Each of the restart attempts was tried with a complete rebooting of the controller (both power sources disconnected), and a pause in between each retry as recommended by the company representative to prevent heating up of the pump. The perfusionist had an idea, and discussed with the surgeon to exchange the connector. An old extension cable was prepared by the perfusionist to be attached to the dl cable. The perfusionist cut through the dl cable and removed the outer sheath, inner lumen and insulation of all 6 wires. He then connected the prepared extension cable via cable connectors to the cut dl cable. The primary and back-up controllers were used to try to restart the pump multiple times again with the cleaned dl connector and with a complete rebooting of the controller (both power sources disconnected). The attempts to restart the pump were unsuccessful and surgical intervention was required to for a pump exchange. It was reported that the patient was stable without the pump running for the duration of this event. The pump was exchanged successfully including the outflow graft and both controllers. The patient was extubated and was transferred to the ICU in stable condition.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump, two controllers and a cac adapter were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of controller ((B)(4)) and cac adapter ((B)(4)) revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of controller ((B)(4)) revealed that the controller failed visual inspection but passed functional testing. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.92 watts. The driveline cable passed the continuity test and the connector locking mechanism functioned as intended. Dimensional verification performed on returned device revealed that the maximum shroud height difference was above specification; however this deviation is not expected to impede the functionality or safety of the pump. Moreover, DHR review and visual examination did not identify any material, manufacturing or design discrepancies that may have caused or contributed to the reported event. Post-explant independent pathological report demonstrated small compressed thrombus fragments present on the superficial surface of the impeller although no obvious mechanical wear on the pump was noticed. The reported event "pump does not restart" was confirmed via review of the controller log files; however, it could not be replicated. Review of the controller log files indicates that pump stopped due to a vad manual disconnection which correlates to the reported event of removal of the driveline extension cable. Log files showed that pump was unable to start on either controller ((B)(4)). Log files also revealed multiple "electrical fault' alarms on the reported event date which could be due to contamination of the driveline connector as described in the event details resulting in partial loss of electrical continuity. Based on the investigation conducted, the most probable root cause cannot be conclusively determined; however it is possible that the thrombus found during pathological examination and the contamination of the driveline connector were contributing factors to the pump not being able to restart. The device is related to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events when the motor does not re-start may be attributed to thrombus formation within the pump or contamination of the driveline connector that resulted in a partial loss of electrical continuity. The manufacturer has initiated an internal investigation to further evaluate this issue. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.